Manufacturer narrative:
Further info from the reporter regarding event, product, pt details has been requested. No additional info is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approx 1 month after injection with juvederm voluma xc in the cheeks the pt developed an infection, tenderness, and a "bump" on the left cheek. Two weeks after the first sign of infection, the pt developed swelling of the left cheek. The pt was treated with hylenex and clarithromycin. The healthcare professional noted that the pt had undergone "prep for crown replacement" two days after injection with "permanent crown" placement approx 12 days later. The first sign of infection [was observed] 3 weeks after crown placement.